Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Troubleshooting was performed for keypad anomaly and button error. Customer might have accidently press the buttons as he was sitting. Customer was checking the reservoir and the device froze. He then removed the batter and reinserted it. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms, flattened dome switches, or frozen screen noted during testing. The time advanced properly during testing. The device had minor scratches on the display window, cracked display window, cracked case at display window corner, scratches on the reservoir tube window, cracked reservoir tube lip, and a missing end cap sticker.